Event description:
It was reported that the patients blood glucose levels reached greater than 250 mg d/l while wearing the pod between 36 and 48 hours.

Manufacturer narrative:
Investigation of the returned device found damage to the external portion of the soft cannula. A leak test was performed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula. Fluid was observed leaking from this tear during the investigation. It could not be determined when this damage occurred or what caused this damage. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. No other damages that would affect insulin delivery were observed.